Manufacturer narrative:
Insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked case, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address or serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was 106 and 95 mg/dl. The customer performed troubleshoot and reports damage to the pump and crack started in the upper right hand corner of the screen and stops right before the back of the pump due to car accident/ crack from screen to back of pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis